Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer experienced high blood glucose over the weekend. Customer stated that five years ago she was in a coma due to high blood glucose. Customer has changed the infusion set. Customer has also received the low reservoir warning. Customer stated that she was not getting insulin and that is why the blood glucose levels are high. The blood glucose reading is over 600 mg/dl. Customer is tired. Nothing further reported.